Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during thumb advancement the clip was seen outside of the clip deliver tube. The physician used the safety release button, pulled back the thumb advancer and removed the device without further incident. Hemostasis was achieved with manual compression, applied for approximately 20 minutes. This event did not result in any adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that the safety release was not used and the thumb advancer was not retracted which is inconsistent with the reported information. Inspection of the returned device revealed that the clip was fired, but the delivery tubeset was misaligned at the distal end. The device was disassembled for internal inspection and an extra trigger spring was found caught between the garage and pusher blocks, preventing the pusher block from being fully deployed to fire the clip completely off the carrier tube. This is consistent with the reported experience that the clip was visible outside the delivery tubeset. Based on our investigation, the root cause for the extra spring caught between the blocks that prevented the clip from being completely fired off the delivery tubeset is related to the manufacturing process. Review of the device history record for this lot did not produce any findings relevant to this investigation. This type of reported event will continue to be monitored.